Event description:
The pt heard an alarm from the pump and was having increased spasticity/increased tightness. The event logs showed a motor stall on (B)(6) 2011 at 17:07 with recovery at 17:24 and then another stall at 17:38 with no recovery. The pt denied emi or magnetic interaction with the pump. The pump was replaced. The pt was doing fine following the replacement. The device system was used to deliver compounded baclofen 3000mcg/ml at 1199 mcg/day.

Manufacturer narrative:
(B)(4).